Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The insulin pump had been alarming and shutting down. The customer would need to reset the date and time. It had happened 4 times in the last few days. It was currently not turning on. They also reported that they had received external error and unexpected restart alarms. Troubleshooting was performed and the display returned. The customer¿s blood glucose level was within the range of 110 mg/dl and below. During blank display troubleshooting, they received a battery out limit alarm. They were unable to clear a failed battery test alarm. The insulin pump also alarmed watchdog timeout. The self-test passed. The device will be returned for analysis.